Manufacturer narrative:
Based on the initial complaint when first received from the complainant, the event was not considered reportable. However, several more complaints with the same device failure mode of the coil detaching from the guidewire had been received since then, some indicating medical intervention. With new evidence suggesting that the product issue may have the potential to harm if the device malfunction were to recur, a health hazard evaluation is in progress to determine the risk of harm. Argon is now considering all complaints associated with this product issue to be reportable to the FDA as a device malfunction, adverse event, or both. Since this complaint is now captured under the same evaluation and pending corrective action plan as the other complaints received that required medical intervention, it is now considered to be reportable. A follow-up report will be provided once investigation is complete.

Event description:
The guidewire was broken during the operation.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.